Manufacturer narrative:
S.w version 4.11e. Retainer ring = missing. Case type = ngp. Customer returned pump for an alleged cosmetic damage located at the screen, prime/fill anomaly, calibration anomaly, failed battery alert/battery failed alarm and low battery life or low battery alert found on 11-sep-2020. The pump was received with a minor scratched lcd window, a missing reservoir tube o-ring and a partially broken retainer. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to verify prime/fill anomaly and perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring and a partially broken retainer. The pump was monitored and no unexpected calibration anomaly, failed battery alert/battery failed alarm and low battery life or low battery alert noted. Successfully downloaded history files and traces using thus. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2021 to (B)(6) 2021. There was no data available to verify unexpected pump errors/alarms noted 1 week prior to the event date 11-sep-2020 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date 11-sep-2020. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a partially broken retainer. The following were noted during visual inspection: a missing display window/cover, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the pump screen. Retainer ring damage (a missing reservoir tube o-ring and a partially broken retainer) was confirmed. Unable to verify prime/fill anomaly and perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring and a partially broken retainer. Calibration anomaly, failed battery alert/battery failed alarm and low battery life or low battery alert were not confirmed. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratched on screen and patient had to tilt to read around them and insulin was squirting out of the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer also reported having the insulin pump reject batteries, battery life diminished, malfunctions, and alarm telling patient to calibrate even though they had just done so. The insulin pump will not be returned for analysis.